Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing diaphragmatic stimulation. It was observed that the left ventricular lead was dislodged. The lead was successfully explanted and replaced. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.